Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, decrease in sensing and high pacing threshold was noted on the right ventricular lead. The physician tried to reposition the lead. During the procedure to reposition the lead, the helix was struck and was unable to extend or retract. When repositioning was unsuccessful the right ventricular lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Additional information - a complete lead measuring 57.6 cm was returned in one piece for analysis. The damage was found sustained during surgical procedure. The lead was otherwise normal.